Event description:
It was reported that following the implantation of a retroarc sling the patient experienced persistent incontinence, pelvic/vaginal pain, and mesh exposure. The exposed mesh has been removed. There were no further patient complications reported as a result of this event.